Event description:
The pump was evaluated and failed the 30 psi occlusion test, alarming at 21 psi. The failure was identified during evaluation only. No patient involvement or adverse event was reported.

Manufacturer narrative:
A review of intuvie¿s service records and complaint history was conducted, and no prior service events or complaints documenting the same failure mode were identified for this device. The 30 psi occlusion failure identified during evaluation will be corrected by recalibration of the 30 psi value. This failure type is being evaluated under CAPA-15, which was opened to investigate occlusion sensor preventive maintenance complaint trends. Refer to complaint record (B)(4) for additional details.